Event description:
On (B)(6) 2026, it was reported that dr. (B)(6) stated that a glidewell ht implant failed. On (B)(6) 2025, an 81 year old male patient presented for implant placement in tooth position #11. On (B)(6) 2026, before the second stage surgery, the patient returned without symptoms. Upon examination, the doctor determined that the implant failed to osseointegrate. The reported device was explanted that same day and not replaced. The patient did not have a permanent injury and no additional medical/surgical procedure was required. It was also reported that there was a fit issue with the implant. The patient's bone type was reported as type iii and the oral hygiene as good. The implant has been returned.

Manufacturer narrative:
An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).